Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
This report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2019-02838 and 3005099803-2019-02840 for the associated device information. It was reported to boston scientific corporation that an rx cytology brush was prepared for use in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2019. According to the complainant, during preparation and outside the patient, it was noticed that the bristled portion of the brush was bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.